Event description:
It was reported that on (B)(6) 2009 the patient presented with l5-s1 disc bulge, symptomatic left leg, and a history of progressively disabling pain secondary to severe disc degeneration at l5-s1. The patient underwent anterior l5-s1 diskectomy and fusion with peek cage, rhbmp-2/acs, demineralized bone matrix, anterior plate, through a retroperitoneal approach. The cage was packed with grafton flex which had been rolled with rhbmp-2/acs which had been placed previously on collagen sponges and rolled up in jelly roll fashion, being placed into the cavity of the cage. On (B)(6) 2013 the patient presented with chronic pain, back and radicular pain r/t an injury of (B)(6) 2013. Patient was diagnosed with intervertebral disc protrusion or herniation. On (B)(6) 2013 pt presented with possible lumbosacral strain with lumbar radiculopathy. On (B)(6) 2013 pt presented for follow up. Pt remained symptomatic, and been having pt without improvement on (B)(6) 2013 the patient presented with a lumbar herniated disc-MRI l-spine (l5); moderate to severe low back, left buttock, and leg pain, numbness and weakness; pt states he did reasonably well after the procedure but has had a couple of severe flares of pain since the operation; persistence of moderate-to-severe back and left radicular pain and possible lumbar disc herniation. MRI was recommended. On (B)(6) 2013 patient presented with severe excruciating back pain radiating into left buttock and thigh. On (B)(6) 2013 patient presented with tenderness in left paralumbar area extending into the left sciatic notch. On (B)(6) 2013 patient presented with ddd, sciatica, lumbar spinal stenosis. Patient underwent lumbar nerve block. On (B)(6) 2013 patient presented with report of temporary relief after epidural injection, epidural wearing off, tenderness left paralumbar spine. On (B)(6) 2013 the patient presented with low back pain. Patient underwent lumbar epidural steroid injection. On (B)(6) 2013 patient was prescribed-amitriptylline, neurontin, ibuprofen/hydrocodone, steroid (prednisone), tizanidine. An MRI lumbar spine revealed ¿small herniation ¿ above his old fusion at l5-s1.¿

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.